Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the experienced high blood glucose level of 23 mmol/l. It was reported that high blood glucose level was due to sensor glucose and blood glucose differences. It was unknown whether auto mode was active or not at the time of event. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.